Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec, but had a slow trigger return. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a laparoscopic appendectomy on the second firing, the ez35b was fired across the appendix but would not open. The surgeon was able to manually pry the handles apart to open. The staple line was hemostatic. The case was completed with that final firing. There was no consequence to the pt.